Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the system was completely occluded. Moreover, the patient wanted to get an ICD despite the explained risks. There were no additional adverse patient effects reported. The ra lead was explanted.